Event description:
It was reported that the customer experienced high blood glucose levels above 600 mg/dl as well as vomiting and difficulty concentrating. He was bolusing without decreasing blood glucose levels and had to take manual injections. Troubleshooting revealed the unomedical infusion set had a bent cannula. No product is being returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.